Event description:
As reported, during a routine exchange of a biliary catheter, which had originally been placed on (B)(6) 2010, the physician noted under fluoroscopy that the catheter being removed was fractured just proximal to the pigtail. The fractured catheter was successfully removed. The patient's condition was unaffected by this event. It was stated that the catheter would not be returned to navilyst medical.

Manufacturer narrative:
Although it has been reported that the used device will not be returned to navilyst medical for evaluation, an investigation is being conducted into this event. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).